Manufacturer narrative:
The reported event cannot be confirmed or not confirmed for lead revision through product analysis testing alone. As received, visual inspection and resistance testing showed the returned lead (b) passed the functional test. The cause of the reported event remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-01850. It was reported that the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken wherein the leads were replaced. Effective therapy was established postoperatively.